Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient was presented with a bicuspid valve and severe calcification. The patient's aorta did not have significant tortuosity, with an angulation of 55 degrees; however, there was an additional distal downward bend. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, resistance was encountered while crossing the aortic valve and left ventricular outflow tract (lvot). Multiple maneuvers were performed but remained unsuccessful to advance. A second pre-bav was performed and on the fourth attempt, the ds was able to be advanced. While attempting to deploy the valve, it was observed to be positioned deeper (ventricular) therefore a recapture was required. During recapture, the valve did not fully encapsulate within the ds while micro-adjustment wheel was used to close the gap. However, it was not successful necessitating removal of the system with the valve partially recaptured. The team decided to proceed with a non-abbott balloon, expandable valve resulting in a successful implantation. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. No adverse health consequences were reported. The patient was in stable condition.